Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was resetting. The cause for the resets was isolated to a defective u1 microcontroller on the monitor c/a board. Pin 7 was out of tolerance (low) on u1. The root cause for the defective u1 component could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting. The last pt to use this monitor did not report any deficiencies.